Event description:
I - flow - one step kvo - disposable pump was noticed to have large blue or black object floating inside - prior to dispense. It was not sent to a patient as the floating object was seen prior to leaving the branch.